Event description:
Rv lead integrity alert warning - (2 or more criteria met). Review 8 high rate-ns episodes, (B)(6) sensing integrity counter (short v-v intervals) since (B)(6) 2022 and rv lead impedance. The oldest high rate-ns episode associated with this observation is dated (B)(6) 2025. Possible t-wave oversensing noted on stored af, vt-ns, hr-ns and vf events resulting to false vf detection and therapy. Patient reported previous shocks from the device, hpc noted device not working correctly (monitor showing heart rate going down to ~20-30 bpm. Patient also reported symptoms of weakness, dizziness and altered mental status. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).